Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, and upon connection to the pulse generator, the left ventricular lead exhibited high threshold. The patient also experienced phrenic nerve stimulation. Following the procedure, the patient continued to experience stimulation. The patient is now only right ventricular pacing. The lead remained implanted and the patient would continue to be monitored.